Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection and chest pain occurred. The stenosed and de novo target lesion was located in the proximal left anterior descending artery (lad). A 3.50mm x 16mm promus premier¿ stent was advanced to the lesion and deployed to the mid proximal lad at 16 atmospheres. When the delivery system balloon was deflated, it was noted that there was a vessel dissection on the proximal edge of the stent extending to the distal left main artery. The patient experienced chest pain with a pain scale of 2/10 and was given with an unspecified dose of morphine. The patient was referred for cardiothoracic surgery for alignment of lad and circumflex artery due to the dissection. The surgery was successful. No further patient complications were reported and the patient was doing well post surgery.